Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they experienced a low blood sugar episode resulting in loss of consciousness. The last blood glucose level patient reported prior to loss of consciousness was 50 mg/dl. Patient had been wearing the pod between 4 and 24 hours. The patient did not seek medical attention due to the issue.